Event description:
The manufacturer received information alleging a ventilator battery is unable to charge. There was no harm or injury reported. During the evaluation of the device at the distributor, the device's printed circuit assembly (pca) board was replaced to resolve the issue.